Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior resection (lar) procedure. After the first set of the device was used, a staple in finger grips side popped out and fell out when changing the reload.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, nothing fell into patient's cavity. No injury. Patient status : stable.